Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. Based on the results of the investigation, it is likely the reported events occurred due to an issue with the printed circuit board as the image was okay after troubleshooting the board (pc). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had static image. The issue had occurred during set up/inspection for use. There was no report of patient involvement.